Manufacturer narrative:
(B)(4). It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. However, there were no reported device malfunction or product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous proximal left anterior descending artery. Predilatation was performed prior to stenting. After deployment of the 4.0x08 mm xience prime stent a dissection was observed which required treatment with a 3.5x28 mm xience prime stent. There was no clinically significant delay in the procedure reported. No additional information was provided.